Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the helical blade (part number 456.305s, lot number 9890516). The subject device was returned with the complaint condition stating a dent exists on one of the distal flanges where the helical blade presumably struck the outer edge of the nail¿s proximal locking hole.a chip is missing from one of the distal flanges where the helical blade presumably struck the outer edge of the nail¿s proximal locking hole. The complaint condition is confirmed. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed.upon review of the device history record, no non-conformance records were relevant to the complaint condition were generated during the production of this device. There was no definitive root cause, however, it is likely that loose connections between the aiming instruments or excessive pressure from soft tissue have led to this complaint condition. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product code is hwc. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework nor non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no rework nor non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was being implanted with trochanteric fixation nail (tfn) system on (B)(6) 2016. While trying to insert the helical blade into the femoral head, the helical blade would not advance into the nail. The helical blade appeared to be hitting the nail. The surgeon backed out the helical blade from the nail and noted marks on the helical blade, likely from hitting the nail. A shorter helical blade was inserted and advanced into the same nail with ease and without issue. The procedure was delayed 20 minutes. There was no additional medical intervention. Standard x-rays were taken during the procedure unrelated to the difficulty advancing the helical blade into the nail. There was no reported issue with the instrumentation used to insert the implants. The procedure was completed successfully. Concomitant device reported: trochanteric fixation nail (part # unknown, lot # unknown, qty 1). This is report number 1 of 1 for complaint (B)(4).